Event description:
The device was later returned for analysis.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), ineffective right ventricular (rv) lead pacing was observed. A new device was implanted without further noted issue. No adverse patient effects were reported.